Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed 15 non-sustained tachycardia episodes with ventricle to ventricle intervals less than 220 milliseconds from (B)(4) 2016 and 27. There were 114 ventricular sensing integrity counters since last session 1.9 days ago. The right ventricular pace impedance was steady at approximately 471 ohms through (B)(4) 2016 and rises to 1273 ohms by (B)(4) 2016.

Event description:
It was reported that short ventricle to ventricle intervals and impedance rise was noted on the adaptor. The adaptor was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.